Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the tampons fell apart leaving pieces inside. She was pulled tampon pieces out and experienced pain in her left side. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.